Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. After troubleshooting on-site, the field service engineer concluded that the monitoring and plug-and-play back-plane printed circuit boards were defective and replaced them. Device logs could not be downloaded and defective parts were discarded by the customer. An internal power error may lead to stop of ventilation. Since no device logs were received and no faulty part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated technical error code indicating power error. There was no patient harm. Manufacturer's ref.#: (B)(4).